Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the clinic after receiving an inappropriate hv therapy due to reduced vt zone. The device was in backup vvi mode, and it was reprogrammed successfully.